Event description:
(B)(4). It was reported that during a coronary artery stenting treatment procedure, a dissection occurred. Target lesion 1 was located in the right coronary artery (rca). The reference vessel diameter was 2.7mm and the lesion length was 18mm. Pre-procedure was 85% stenosis and post-procedure was 2% stenosis. A 2.75x20mm liberte stent was implanted. No attempt made for direct stenting. Target lesion 2 was located in the rca. The reference vessel diameter was 3mm and the lesion length was 10mm in length. Pre-procedure was 75% stenosis and post-procedure with lesion was 3% stenosis. A 3.0x12mm liberte stent was used in the lesion. No attempt made for direct stenting. Due to a dissection an additional liberte stent was implanted. The procedure was a technical success. The patient was discharged in 2 days later without angina complaints or silent ischemia. Discharge medication included asa 100mg/daily and clopidogrel 75mg/daily for 12 months.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted within the dfu.(B)(4): device not returned for analysis.